Manufacturer narrative:
Explanation for cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Investigation could not be completed due to lack of information. Customer did not provide cartridge serial number, lot number or reader serial number.

Event description:
Customer reports family member(s) receiving a potential false negative result on an unknown date when using the cue covid 19 test for home and over the counter otc use cartridge sn, lot number and reader sn not provided. Customer states they tested positive on alternate covid 19 tests. Testing date, frequency, type and brand name not provided. Customer also did not specify the number of affected individuals. Although requested, customer did not respond to technical supports requests for further information. See case (B)(4) result reported for the customer.